Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that while the patient was attending a concert, their cgm was reading 66-69 mg/dl. The patient reported that this is a level she ¿usually tolerates¿. The patient did not have a bg meter with her to use for comparison. While the patient was attempting to buy a beverage, she lost consciousness. Emergency medical services (ems) was called and when they arrived, the patient¿s bg meter reading was 14 mg/dl. The patient¿s cgm value at this time was unknown. The patient was transported to the emergency room (ER) and treated with IV glucose. The patient was discharged after approximately 2 hours with a bg level of 164 mg/dl. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. When ems arrived, there was not a complete set of reported glucose values available to search within the parkes error grid calculator the data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.